Event description:
The customer reported an issue with their meter. Customer had a doctor's appointment and her blood glucose was checked at the clinic and the customer reports the unit of measure changed in her meter and the readings were "showing up in decimals." Customer reports experiencing headaches and her doctor increased her medication. There was no report of death or serious injury.

Manufacturer narrative:
The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.